Manufacturer narrative:
(B)(4). Batch # u5cg91. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the contour blue stapler closing handle would not close despite the closing pin being fully extended. Surgeon took the device out to inspect, the reload was properly seated and he attempted to use again. The closing pin was securely in place and fully extended however the closing handle would still not clamp down on tissue. Surgeon forced closing handle shut and fired the stapler. The staple line was intact, and case was completed. No patient complications.